Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with manual injection. The customer stated that the alarm occurred during a bolus. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.